Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt's mother reported the "tube connection" of the infusion set was torn resulting in insulin leakage. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.